Event description:
The customer stated that she tested her blood glucose using her contour meter and an elite meter. The contour read between 220-250 mg/dl, while the elite read 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.